Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional reported patient became ill requiring case to be postponed. Device remains implanted.

Event description:
Additionally healthcare professional noted "bottom out." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received (B)(6)2021 with lot number 3238889. Analysis of the returned device identified: weight to the spec, white particles in the shell and creases fold. No other observation observed. The unit is not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.